Event description:
It was reported that the left ventricular (lv) lead dislodged. It was determined that the lv lead was capturing and pacing the atrium rather than the left ventricle. The lead was turned off. The physician attempted a lead revision, but was unable to reposition the lead due to patient anatomy. The lead was removed and a pin plug was implanted into the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).